Manufacturer narrative:
Initial.

Event description:
It was reported that the charger pad exhibited intermittent engagement when attempting to charge the ilet, though charging could still occur with a particular connection. Symptoms included no adverse clinical effects. Outcomes included no changes to therapy, no medical intervention, and no alarms. Investigation of this case revealed a suspected charger pad performance issue consistent with intermittent connection during charging. It was concluded, based on previously established findings for similar reports, that the cause was product performance consistent with normal wear or connection variability.